Event description:
Info received indicates the call bell is not working.

Manufacturer narrative:
The tech repaired the loose pins in the communication cable and installed a cable saver to repair the bed.